Manufacturer narrative:
Updated data: h6 - method, results and conclusion codes h10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: media files and a mobile product experience report (mpxr) questionnaire were provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and even though the image is not high quality, a misload appears to be present with an overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload, thus the valve and delivery catheter system (dcs) should be discarded, and a new valve should be loaded onto a new dcs. However, a misload was not identified at this time and the team proceeded with the implantation. There was an infold with the first deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. At this time, physicians and field team followed best practices. The subject valve was returned to medtronic for analysis. The valve was returned to the galway return product analysis lab loaded inside the delivery system. An infold was observed as the valve was being deployed. The valve was then forwarded to the santa ana product analysis lab via fedex inside a heart valve return kit in clear 0.2% glutaraldehyde solution. The valve appeared discolored showing evidence of blood contact. All leaflets were dehydrated exhibiting signs of severe creases. Leaflets were marginally flexible. As received, all leaflets were in a partially closed position with a large gap between all free margins. All commissures appeared intact. The valve was received in a crimped state with the inflow exhibiting an elliptical appearance. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition possibly from being loaded inside the delivery system for an unknown amount of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. The reported event indicates that during the first deployment attempt, an infold was noted. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. According to the implanting physician, it was possible that the infold was a result of annular calcification. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, it was reported that the crimping was fine and no infold was identified on loading. During the first deployment attempt, an infold was noted. The valve was recaptured and removed. A new valve was loaded on a new delivery catheter system (dcs) and was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned loaded inside the delivery catheter system (dcs). An infold was observed as the valve was being deployed. The valve was then forwarded to the heart valve analysis lab via fedex inside a heart valve return kit in clear 0.2% glutaraldehyde solution. The valve appeared discolored showing evidence of blood contact. All leaflets were dehydrated exhibiting signs of severe creases. Leaflets were marginally flexible. As received, all leaflets were in a partially closed position with a large gap between all free margins. All commissures were intact. The valve was received in a crimped state with the inflow exhibiting an elliptical appearance. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition possibly from being loaded inside the delivery system for an unknown amount of time. Due to the received condition of the valve, a deployment simulation could not be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that the valve was loaded once, with no misload identified. The load was verified visually, with fluoroscopy and by tactile feel. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 mm non-medtronic zmed balloon. According to the implanting physician, it was possible that the infold was a result of annular calcification.

Manufacturer narrative:
Updated b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.